Manufacturer narrative:
During the procedure, the first coil used, galaxy (640cf2505/13500541) would not detach at the green zone or the red alternative detachment zone. Therefore, both the trufill dcs syringe ii (635-002/96331145) and the orbit galaxy complex fill coil 5 x 2.5 (640cf2505/13500541) were replaced for new products (details unknown). Afterwards, the procedure was completed without any other difficulties. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the syringe or the coil by visual inspection. There was no leaks noticed anywhere on the systems. There were no damages noticed on the complaint product after the procedure. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe, coil system hub, or lav. After the event, no other damages were noted on the device (coil -unraveled, stretched, kink, bend, fracture, etc or delivery system/introducer unraveled, stretched, fracture, etc) or lav. No additional information is available. A non-sterile orbit galaxy complex fill coil 5 x 2.5 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were found on it. The introducer was separated from the rest of the delivery system. The support coil and the gripper were inspected and no damages were observed o them; while the embolic coil was found stretched and still attached to the gripper. The hub was inspected and a crack was noted on it. The gripper and embolic coil were inspected under microscope, it was confirmed that the gripper had no damages and the embolic coil was stretched. The orbit dcs was then tried to be purged using a lab sample syringe 635-002; the syringe was attached to the delivery system and pressure was applied, however, the fluid started leaking from the hub due to the cracked found on it. Therefore, coil detachment could not be evaluated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Failure of the coil to detach was confirmed with functional testing; with analysis of the returned device it was due to the crack found on the hub. However, based on the reported information, the timing of the crack as related to procedural use cannot be conclusively determined as it was reported that the pressure on the syringe could be elevated up to the red alternative detachment zone, the hub cracked seems to have been created after the procedure. The cause of the damages found on the unit could not be conclusively determined; however these do not appear to be manufacturing related due to the report that there were no defects or leakage pressurization was able to be accomplished during procedural use. Additionally inspections are in place to prevent this type of failure from leaving the facility. Based on the reported information and analysis as well as the device history records review, there is no indication that the failure is related to the manufacturing process. No conclusion can be made regarding the reported event. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
Corrected data: please note that the correct address is the following: cordis neurovascular, (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the first coil used, galaxy (640cf2505/13500541) would not detach at the green zone or the red alternative detachment zone. Therefore, both the trufill dcs syringe ii (635-002/96331145) and the orbit galaxy complex fill coil 5 x 2.5 (640cf2505/13500541) were replaced for new products (details unknown). Afterwards, the procedure was completed without any other difficulties. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. There was no leaks noticed anywhere on the systems. There were no damages noticed on the complaint product after the procedure. The complaint products are going to be returned for evaluation. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe, coil system hub, or lav. After the event, no other damages were noted on the device (coil -unraveled, stretched, kink, bend, fracture, etc or delivery system/introducer unraveled, stretched, fracture, etc) or lav, and the coil and syringe are going to be returned. No additional information is available.

Manufacturer narrative:
A non-sterile orbit galaxy complex fill coil 5 x 2.5 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were found on it. The introducer was separated from the rest of the delivery system. The support coil and the gripper were inspected and no damages were observed o them; while the embolic coil was found stretched and still attached to the gripper. The hub was inspected and a crack was noted on it. The gripper and embolic coil were inspected under microscope, it was confirmed that the gripper had no damages and the embolic coil was stretched. The orbit dcs was then tried to be purged using a lab sample syringe (B)(4); the syringe was attached to the delivery system and pressure was applied, however, the fluid started leaking from the hub due to the cracked found on it. Therefore, coil detachment could not be evaluated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as "failure to detach" could not be evaluated due to the returned condition of the hub (cracked). The cause of the damages found on the unit could not be conclusively determined; however these do not appear to be manufacturing related due to per investigation "prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection." Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as that prevents these kinds of failures from leaving the facility. Therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.